Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping) appears to be due to patient anatomy (short posterior leaflet, dilatated annulus, calcium on posterior and anterior leaflet). Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unspecified tissue injury appears to be related to grasping attempt on the posterior leaflet. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unspecified tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3. The patient was presented with short posterior leaflet, dilatated annulus, calcium on posterior and anterior leaflet. An ntw clip was advanced to a2/p2. The anterior leaflet was grasped with no issue, but multiple attempts to grasp the posterior leaflet were made with no success. The physician was performing the grasps under a 60-degree bicom view. It was then decided to try a 0-degree grasping angle, which was successful. After grasping both leaflets, it was noticed that the gradient increased from 2mmhg to 7-11mmhg. It was decided to remove the clip and abort the case. Pressure gradient returned to baseline. It was noted that tissue was on the clip after removing the device. It is unknown where the tissue was from. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.